Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead proximity to the tricuspid valve was preventing one of the leaflets from closing. Thus, this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it indicated that the design was inadequate for purpose. The right ventricular (rv) lead was severed into two segments. Returned segments resistances measured normal. On the distal shock coil, gore abrasion was noted.

Event description:
Boston scientific received information that the proximity of the right ventricular (rv) lead to the tricuspid valve was preventing one of the leaflets from closing. This rv lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed due to device evaluation.